Manufacturer narrative:
On the initial report, in b5 - describe event or problem it was inadvertently stated that the replacement date occured on (B)(6) 2021. The correct date is (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2021 where in the ipg was explanted and replaced.